Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that a sudden increase of impedance in the right ventricle was noted. In the same time the function of automatic threshold measurement was disabled. No adverse patient side effects were reported. The event date was not provided and no mention of an explant or surgical intervention was noted.